Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). Concomitant products: pentaray catheter. Soundstar eco. St jude medical sl0 sheath. Bards coronary sinus catheter. Baylis tsp needle. (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention (stent placement). On post-procedure day 12, the patient presented to the emergency department with chest pain. Esophago-pericardial fistula was diagnosed and an esophageal stent was placed. Patient was reported to be doing well post-intervention. Physician¿s opinion regarding the adverse event is that the temperature probe may have caused the formation of an electrical arc. It was noted that it was not clear as to why the injury was esophago-pericardial vs atrio-esophageal. Ablation was performed using 25-30 watts on the posterior wall. Power did not exceed 35 watts during the procedure. Esophageal protection measures included the use of an esophageal temperature probe.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert 70 rf generator and suffered an esophageal fistula requiring surgical intervention (stent placement). Repair follow-up was performed and the device was not shipped for service. Service was declined. Complaint was unable to be confirmed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.